Event description:
It was reported that "inaccurate cgm values" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The sensor was inserted into the other-off label location which is off-label usage of the device. There were no reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4).